Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw head sheared off during the insertion process causing a 16-31 minute delay to surgery. No pieces were left in the patient. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The reported event is confirmed. The visual inspection confirmed the fracture of the screw. It also identified that the threads of the returned screw were damaged. The sem analysis review noted that the cancellous screw had fractured at approximately the first thread underneath the head. The top four or five threads were plastically deformed. Visually, the fracture surface showed rotational features consistent with torsional overload. Sem examination confirmed the presence of rotational features and showed ductile dimple rupture in several areas, confirming that the fracture occurred due to torsional overload. (B)(4). History record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Failure was determined to be due to torsional overload, however the root cause of the torsional overload could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.